Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 500 mg/dl with ketones. As the pump supplies had been changed, the cartridge, infusion set tubing and site were changed. A correction bolus was delivered to address the high bg level. The contact stated that the pigtail tubing appeared to be yellow in appearance and that there might have been some glue. As the supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.